Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were recommended for replacement. The flow sensors were replaced by the biomedical engineer, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.